Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. On (B)(6) 2014, the patient had a 100% stenosed, chronic total occlusion (cto) target lesion located in the moderately calcified and moderately tortuous common iliac artery (cia). The lesion was treated with pre-dilatation and implantation of a 8.0 x 60 x 75cm express ld vascular stent. On (B)(6) 2014, patient returned for a follow up angiography. It revealed that the stent was separated into half and something white "smoke like" was noted under angiography. No intervention was performed to treat the event. Patient was scheduled for a follow check up 6 months later. No patient complications were reported. Patient's status was good.